Event description:
My son is a type I diabetic who tests his blood glucose 6-10 times daily using contour nextlink meters and contour next strips. On two separate occasions recently, we have had significant mis-reads that had we not re-tested, would had led to us taking actions that affected his blood sugar adversely. The first incident took place approx 10 days ago. After about 7:30 am., I took my son's blood sugar and got a reading of 31 mg/dl. Since he does have hyperglycemia awareness yet was completely asymptomatic, I did not believe this reading and therefore, didn't treat him immediately. Instead, I re-checked his blood glucose and got a reading of 96, which was much more along the lines of what I expected. His blood sugars the remainder of the day were normal, confirming that the second value was correct. I recorded the lot number of the strips as dw4jfef13a, exp 09/2016. The second incident took place today ((B)(6)) at approx 3 pm. I received a call from school nurse that my son's blood sugar was 500 mg/dl, so I went to the school intending to give him an insulin shot. However, upon arriving, I asked if the nurse had checked for ketones using the blood ketone meter we have there, and she had found they were negative. I asked if my son had wiped his finger with an alcohol wipe prior to testing, and he had. I checked his insulin pump's records and the site and found all to be functioning. So I re-took his blood sugar and got a reading of 209, which was consistent with the previous data I found in his pump and meter. I therefore did not inject him with insulin as this would likely have brought on hypoglycemia. The test strip had been taken from a vial of strips with the lot number dw4jfed07b, exp 09/2016.